Manufacturer narrative:
DHR for lot fdna is reviewed and no anomalies associated with this complaint is observed. Specifications of the raw material, results of the heat treatment and the dimensions of the tip are in compliance within specifications. Product is not returned for the moment and evaluation cannot verified complaint as valid. Results of the documentary investigation does not reveal any issue about the design, the manufacturing, during the use. No trend for this kind of incident is observed. Associated risk is correctly evaluated. Investigation for cause cannot be performed as the product is unavailable. Device identifier : (B)(4).

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Device identifier : (B)(4). Product was evaluated and anomaly is confirmed. The hexalobular tip broke and is not functional anymore. DHR - no anomalies associated with this complaint is observed no anomaly is found except for the breakage of the hexalobular tip dark traces of use are observed on the hexalobular tip. The breakage observed indicates that the tip reached the breakage limit of the material. The required loosening torque during hallu lock removal is more important cause of the bone growth around the implants and can reach the mechanical limits (elastic or breakage limits) of the raw material. Furthermore, due to the size of the associated screws, the dimensions of the tip of screwdriver 219127nd are very tiny and per consequence fragile when it used repeatedly and / or with important torque. For removal procedure, it is recommended to have 2 screwdrivers p/n 219127nd to limit risks about the twist of the tip.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported that on (B)(6) 2019, while trying to remove a locking cap from a 3.0mm surfix screw, 1 screwdriver tip broke and 2nd screwdriver (ID 219127 - screwdriver torx t7 - lot fdna) failed to grip in lock cap and ended up stripping the internal drive of the lock cap. The surgeon had to try to remove the screws from the plate by drilling them out. The result was that the patient's metatarsal bone fractured and had to be fixed with a separate plate.